Event description:
It was reported that while processing a cord blood unit for storage, two different technicians on two different occasions were tying ID labels onto the device's freezing bag components, but when they pulled the string closed the pall bag ripped in two at the bottom portion section between the small detachable component (20% bag) and the main component of the freezing bag (80% bag). The technicians transferred the remaining contents of the bag that leaked into another bag. If the processing center determines that the cord blood units had become contaminated, the units will be discarded.

Manufacturer narrative:
Device evaluation begun, but not yet completed.